Manufacturer narrative:
The customer reported problem was not confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: tech called for help on 8015 ls unit serial # (B)(4). Failure device type: failure problem type: failure mode: case resolution: tech called in when power unit on and connect to asm software he is get black screen with red light by system on button also peeping sound. Unit just came back from services repair, he is also a a watchdog error also report a error code 255.3278, tech prefer to send unit back in under warranty repair. Thank me for my assist. Ref: (B)(4).